Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the images do not appear. Additionally, the camera cable was broken, and the internal charged coupled device may be broken. Therefore, it is likely that normal communication was not possible, resulting in no image output. A definitive root cause of the phenomenon cannot be conclusively identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. There were no reports of patient harm.